Manufacturer narrative:
Concomitant medical products: 429888 lead implanted: (B)(6) 2016; 6947m62 lead implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device withheld appropriate therapy due to pr logic atrial fibrillation (af)/atrial flutter rule conditions being satisfied. The caller felt the rhythm was not appropriately identified and patient would not receive appropriate therapy. The device remains in use. No patient complications have been reported as a result of this event.